Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon broke a cortex screw while doing an open reduction internal fixation (orif) of the femur. The shaft of screw remains in the patient's bone and head was removed. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for one (1) 4.5mm cortex screw self-tapping 38mm. This is report 1 of 1 for (B)(4).